Manufacturer narrative:
Failure analysis noted that the pump had no esc and act button response due to corroded keypad traces. There was no button error alarm and they were unable to verify the unexpected restart error alarm due to the no esc and act button response. There was no moisture inside the pump. The pump had scratched lcd window, scratched case in front around display window, cracked case near display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the pump alarmed unexpected restart and he cannot hit any buttons to reset. He took the battery out but the alarm was still there. The customer stated that he might have gotten a button error alarm before the unexpected restart alarm. He stated that the pump got wet when he was out in the rain. He also stated that within the last couple of months he had been getting the unexpected restart alarm about a dozen times. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.